Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Source documents were reviewed. It was reported by the peritoneal dialysis registered nurse (pdrn) that this peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) was experiencing abdominal pain for one week duration (prior to admission). On (B)(6) 2017 the patient presented to the hospital with cloudy peritoneal dialysis (pd) fluid (post transfer set change on (B)(6) 2017). Pd fluid culture was performed and results showed positive for gram positive (+) cocci, innumerable polymorphic neutrophils (pmns) identified organism was staphylococcus epidermidis. The patient was administered vancomycin per algorithm. On 07/21/2017 during a follow up call to the pdrn it was revealed the physician believed the patient's pd catheter to be colonized and activase was administered and the physician recommended short and long term that if the patient developed another peritonitis in the future, the pd catheter would be removed and replaced. The pdrn felt the alleged event was not related to the exchange set change and source of infection was suspected to be breach in aseptic technique touch contamination. Patient was discharged on unknown date in stable condition to home continues with pd therapy and subsequently recovering from the staphylococcus epidermidis peritonitis episode.

Manufacturer narrative:
Conclusion: a possible temporal and causal relationship exists between the patient experiencing abdominal pain for one week duration, developing cloudy pd effluent fluid necessitating hospitalization and subsequent peritonitis (post exchange set change). The date of extension set change was (B)(6) 2017 in the pd clinic and it is suspected the causality of the peritonitis event to be breach in aseptic technique/ touch contamination but not confirmed. The patient has no prior exit site infection. The patient was treated with vancomycin per algorithm, discharged from the hospital (unknown length of stay) with peritonitis resolving and continuing pd therapy without reported issues. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Source documents were reviewed. It was reported by the peritoneal dialysis registered nurse (pdrn) that this peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) was experiencing abdominal pain for one week duration (prior to admission). On (B)(6) 2017 the patient presented to the hospital with cloudy peritoneal dialysis (pd) fluid (post transfer set change on (B)(6) 2017). Pd fluid culture was performed and results showed positive for gram positive (+) cocci, innumerable polymorphic neutrophils (pmns) identified organism was staphylococcus epidermidis. The patient was administered vancomycin per algorithm. On 07/21/2017 during a follow up call to the pdrn it was revealed the physician believed the patient's pd catheter to be colonized and activase was administered and the physician recommended short and long term that if the patient developed another peritonitis in the future, the pd catheter would be removed and replaced. The pdrn felt the alleged event was not related to the exchange set change and source of infection was suspected to be breach in aseptic technique touch contamination. Patient was discharged on unknown date in stable condition to home continues with pd therapy and subsequently recovering from the staphylococcus epidermidis peritonitis episode.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) stated the patient presented to the hospital on (B)(6) 2017 with abdominal pain for one week. The pd patient's culture tested positive for gram positive cocci staphylococcus epidermidis and innumerable polymorphonuclear leukocytes, and vancomycin was administered. Per rn, the physician believed the patient's catheter to be colonized and activase was administered, and the medical doctor suggested if the patient got peritonitis in the future the catheter would be replaced. Per pdrn, the alleged source of infection was touch contamination. Patient was discharged unknown date in stable condition and the patient was recovering from peritonitis and continued pd therapy.